Event description:
It was reported that marker dots were missing. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The device was prepped correctly. During procedure, the device was inserted into the patient's body, however the marker dots could not be seen on angiography. The device was pulled back normally. There were no patient complications reported. It was further reported that a second stingray was pulled and performed as expected. The procedure was completed successfully. The patient was fine post procedure.

Event description:
It was reported that marker dots were missing. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The device was prepped correctly. During procedure, the device was inserted into the patient's body, however the marker dots could not be seen on angiography. The device was pulled back normally. There were no patient complications reported.